Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received pump error alarm. The customer also reported that they also received constant replace battery alarms and failed battery test alarms. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within spec range. The insulin pump received with normal operating currents. No unexpected replace battery now or replace battery alarms noted. However, hardware low levels alarm during self-test and confirmed in the pump history due to cold solder joint on u1 keypad assembly. The insulin pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window.